Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high threshold. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. Final analysis found that the helix was retracted and clogged with blood/tissue, consistent with procedural damage. No other anomalies were found.